Event description:
It was reported that this lead was explanted due to dislodgement caused by twiddler's syndrome. Dislodgement was confirmed through x-ray and fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection showed that the ptfe insulation was bunched throughout the lead body. Visual inspection revealed twists in the lead body approx. 60 and 105mm from the terminal end.

Event description:
It was reported that this lead was explanted due to dislodgement caused by twiddler's syndrome. Dislodgement was confirmed through x-ray and fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.